Event description:
The customer observed a clear fluid leak of 100 ml from a coulter lh 780 hematology analyzer while running startup. The leak was not contained within the instrument and low vacuum drift error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 06/19/2015. The fse found popped off tubing from the waste chamber, vc23. He reconnected the tubing at vc23 and the instrument ran without any leaks. The repairs were verified per established service procedures. (B)(6).